Event description:
It was reported that a 48-year-old caucasian female patient underwent a breast augmentation revision with an unspecified mentor gel breast prosthesis and experienced a rupture on the left side post-operatively. As a result, the patient underwent explantation on (B)(6) 2024.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Section d6b. Explantation date: (B)(6) 2024. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 24, 2024, mentor received additional information regarding the impacted device. It was reported that the impacted device was a 575cc mentor memorygel breast implant (catalog number 3505751bc). The lot number was updated to 6541736. The serial number was updated to (B)(6). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The date of event has been updated to (B)(6) 2024 as that was the date the patient was evaluated for the rupture. The patient age at the time of event has been updated to 39 years old. Manufacturer¿s reference number: (B)(4).